Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the desktop charger (dtc) connector was very loose and the insr was not charging. The ins recharger (insr) antenna cord was split. The patient reported successfully recharging their ins approximately 2-weeks ago, and that the ins had only charged to 3/4, only getting fully charged twice since implanted. The patient had turned stimulation off and had last felt stimulation on the day of the contact. The a replacement insr and dtc were sent. No symptoms, and no additional complications were reported for this event.